Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices of photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. As the part numbers are unknown, a product history search for related complaints could not be conducted. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing pain, swelling and limited range of motion.